Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 8 atms. The number of inflations and to what atms is unknown. The 99% stenosed lesion was located in the non-tortuous circumflex artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were noted. The patients status is reported as "good".